Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed concomitant products: unknown saline implants. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown saline breast prostheses. Left breast prosthesis deflation and right breast prosthesis rippling were determined by doctor's examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 650 cc gel breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Since this pi is related only to an adverse event, is not possible to address any failure or damage to a patient injury. The patient underwent bilateral removal and replacement with mentor gel devices on (B)(6) 2018. Upon initial inspection, the device appears intact. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(4). Manufacturer¿s reference number: (B)(4).